Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and fibromyalgia ("autoimmune disorder") in a 34-year-old female patient who had essure (batch no. 207576) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included irregular periods, seasonal allergy and arthritis. Concomitant products included obetrol (adderall) since 2008 for adhd, clonazepam since (B)(6) 2012 for anxiety and depression, medroxyprogesterone (depo provera) since 2004 for birth control, prazosin since (B)(6) 2015 for blood pressure abnormal and somnolence as well as amfetamine sulfate (amphetamine salts), dexamfetamine (dextroamphetamine), fluticasone propionate (flonase), gabapentin (neurontin), ibuprofen, naproxen, oxycodone, prazosin hydrochloride (minipress), tramadol and vicodin (lortab). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), pain of skin ("sensitive skin"), rash erythematous ("rash or skin conditions") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2013, the patient experienced fibromyalgia (seriousness criterion medically significant), menorrhagia ("prolonged menses / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss / hair loss") and urinary tract infection ("urinary tract infections"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problem"), vision blurred ("vision/eye problems ¿ blurriness") and weight decreased ("weight loss of 15-20 lbs"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy / nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine"), vaginal discharge ("irregular vaginal discharge"), depression ("depression"), attention deficit/hyperactivity disorder ("adhd"), anxiety ("anxiety"), headache ("headaches"), uterine leiomyoma ("fibroids"), cyst ("cysts"), endometriosis ("endometriosis") and memory impairment ("memory problems"). The patient was treated with surgery (on (B)(6) 2017 total laparoscopic hysterectomy. Bilateral salpingectomy.), surgery (underwent a total hysterectomy with bilateral salpingectomy), surgery (hysterectomy. Bilateral salpingectomy.) And surgery (surgery for shoulder). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, uterine haemorrhage, fibromyalgia, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, allergy to metals, vaginal discharge, depression, attention deficit/hyperactivity disorder, anxiety, fatigue, nausea, pain of skin, rash erythematous, vaginal haemorrhage, urinary tract infection, tooth disorder, vision blurred, weight decreased, abdominal pain lower, headache, uterine leiomyoma, cyst and endometriosis had resolved and the migraine, alopecia and memory impairment had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, pain of skin, pelvic pain, rash erythematous, tooth disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: beginning on or about september 2013, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in june 2013: fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine hemorrhage,pain, dysmenorrhea, dyspareunia, nickle allergy, adhd, anxiety, migraines,vaginal bleeding, migraines" most recent follow-up information incorporated above includes: on 11-jul-2018: pfs received. Patient's concomitant drug was added. Oxycodone and flonase were updated to concomitant drugs (previously reported as co-suspect). Events outcome were updated. Memory problems was added as event. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and fibromyalgia ("autoimmune disorder") in a 34-year-old female patient who had essure (batch no. 207576- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included irregular periods, seasonal allergy and arthritis. Concomitant products included obetrol (adderall) since 2008 for adhd, clonazepam since 1-feb-2012 for anxiety and depression, medroxyprogesterone (depo provera) since 2004 for birth control, prazosin since 1-jan-2015 for blood pressure abnormal and somnolence as well as amfetamine sulfate (amphetamine salts), dexamfetamine (dextroamphetamine), fluticasone propionate (flonase), gabapentin (neurontin), ibuprofen, naproxen, oxycodone, prazosin hydrochloride (minipress), tramadol and vicodin (lortab). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), pain of skin ("sensitive skin"), rash erythematous ("rash or skin conditions") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2013, the patient experienced fibromyalgia (seriousness criterion medically significant), menorrhagia ("prolonged menses / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss / hair loss") and urinary tract infection ("urinary tract infections"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problem"), vision blurred ("vision/eye problems ¿ blurriness") and weight decreased ("weight loss of 15-20 lbs"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy / nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine"), vaginal discharge ("irregular vaginal discharge"), depression ("depression"), attention deficit/hyperactivity disorder ("adhd"), anxiety ("anxiety"), headache ("headaches"), uterine leiomyoma ("fibroids"), cyst ("cysts"), endometriosis ("endometriosis") and memory impairment ("memory problems"). The patient was treated with surgery (on (B)(6) 2017 total laparoscopic hysterectomy. Bilateral salpingectomy.), surgery (surgery for shoulder). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, uterine haemorrhage, fibromyalgia, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, allergy to metals, vaginal discharge, depression, attention deficit/hyperactivity disorder, anxiety, fatigue, nausea, pain of skin, rash erythematous, vaginal haemorrhage, urinary tract infection, tooth disorder, vision blurred, weight decreased, abdominal pain lower, headache, uterine leiomyoma, cyst and endometriosis had resolved and the migraine, alopecia and memory impairment had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, pain of skin, pelvic pain, rash erythematous, tooth disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine hemorrhage,pain, dysmenorrhea, dyspareunia, nickle allergy, adhd, anxiety, migraines,vaginal bleeding, migraines." Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and fibromyalgia ("autoimmune disorder") in a 34-year-old female patient who had essure (batch no. 207576) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included irregular periods, seasonal allergy and arthritis. Concomitant products included obetrol (adderall) since 2008 for adhd, clonazepam since 2002 for anxiety and depression, prazosin since (B)(6) 2015 for blood pressure abnormal and somnolence as well as amfetamine sulfate (amphetamine salts), dexamfetamine (dextroamphetamine), gabapentin (neurontin), ibuprofen, naproxen, prazosin hydrochloride (minipress), tramadol and vicodin (lortab). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient started oxycodone 5 mg at an unspecified frequency. On an unknown date, the patient started flonase 50 mcg/l at an unspecified frequency. On (B)(6) 2013, 66 days before insertion of essure, the patient experienced depression ("depression"), attention deficit/hyperactivity disorder ("adhd") and anxiety ("anxiety"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), pain of skin ("sensitive skin"), rash erythematous ("rash or skin conditions") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2013, the patient experienced fibromyalgia (seriousness criterion medically significant), menorrhagia ("prolonged menses / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss / hair loss") and urinary tract infection ("urinary tract infections"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problem"), vision blurred ("vision/eye problems ¿ blurriness") and weight decreased ("weight loss of 15-20 lbs"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy / nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine"), vaginal discharge ("irregular vaginal discharge"), headache ("headaches"), uterine leiomyoma ("fibroids"), cyst ("cysts") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy), surgery (underwent a total hysterectomy with bilateral salpingectomy), surgery (hysterectomy. Bilateral salpingectomy) and surgery (surgery for shoulder). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, depression, attention deficit/hyperactivity disorder, anxiety, fatigue, nausea, pain of skin, rash erythematous, vaginal haemorrhage, urinary tract infection, tooth disorder, vision blurred, abdominal pain lower, uterine leiomyoma, cyst and endometriosis outcome was unknown and the abdominal pain, fibromyalgia, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge, weight decreased and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, menorrhagia, menstrual disorder, migraine, nausea, pain of skin, pelvic pain, rash erythematous, tooth disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine hemorrhage,pain, dysmenorrhea, dyspareunia, nickle allergy, adhd, anxiety, migraines,vaginal bleeding, migraines." Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- nickel allergy , adhd, anxiety, depression, dysmenorrhea (cramping), fatigue, nausea, red rash, sensitive skin , abnormal bleeding vaginal, autoimmune disorder ¿ fibromyalgia , fibroids, cysts and endometriosis, blurriness, urinary tract infections, lower abdomen pain and migraines, headaches, pain, abnormal bleeding menorrhagia, dyspareunia (painful sexual intercourse), hair loss, urinary tract infections clubbed to previous events,reporter information, concomitant disease, historical condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.